Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that room not booting up. Review of the log files shows host-pc did not startup in the previous system start and issue was found to be with disk bay. Customer stated that the flexvision screen had the maclab showing in a segment, opened the cabinets and all pc's were on and there was an error light on the xcs, also found that oil cooler was not running. Upon troubleshooting philips field service engineer (fse) found that usb extender keeping host pc from booting up correctly, checked light emitting diodes on back of pc it was good. Fse also checked host pc connections. To resolve the issue, fse replaced image drives due to intermittent errors. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with image processor and storage, which is used for host pc, ip-pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.